Event description:
It was reported that the patient was symptomatic as when plugged into grounded cable pump would alarm ¿connect to power¿ turning his pump off. Patient was sent home with ungrounded cable and asked to only use this cable and to call with any alarms on battery power. Patient had not reported any alarms

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file data confirmed the reported pump stoppage events on tethered power; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The submitted system controller log file showed that multiple momentary low speed events and pump stoppages were recorded on (B)(6) 2020, resulting in low speed advisory/hazard alarms. Some of the interruptions in pump function were also associated with low flow and driveline disconnect hazard alarms. All of the low speed events and pump stoppages captured in the log file data occurred while the system was connected to the power module and appeared consistent with a potential driveline wire compromise; however, the suspected driveline wire damage could not be confirmed as the device remains in use. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Heartmate ii lvas IFU: section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook: section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. The heartmate ii unshielded power module patient cable IFU contains the following information: section I: general information: 1.0 description: the unshielded power module patient cable is easily distinguishable from the standard power module patient cable (part number 106846) by the orange color of the bifurcation and the patient identification label. 4.0 cautions: patients who are experiencing a short circuit in the percutaneous lead (driveline) should always use the unshielded power module patient cable to connect to the power module. Patients must bring the unshielded power module patient cable during any follow-up visit. The unshielded power module patient cable does not repair any existing, underlying lead/driveline damage, or diminish the possibility of any underlying damage becoming more acute. The standard power module patient cable (part number 106846) must be exchanged with the unshielded power module patient cable in a clinic or hospital setting before the patient is allowed to go home. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in clinic last week with damage to black battery lead so subsequently changed to a hospital ¿loaner¿ controller in clinic. The patient went to a clinic visit on (B)(6) 2020 for evaluation and when plugged into wall power (grounded cable) his pump turned off. The patient was connected to ungrounded cable the log files were sent to evaluation. The manufacturer technical services reviewed the log file and observed pump stops on (B)(6) 2020. These continued to occur intermittently at times when the patient was connected to the power module. On (B)(6) 2020, it was reported that the x-rays showed no obvious areas of concern. External driveline repair may be requested. No further information was provided.